Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint glenoid labrum repair surgery, the osteoraptor anchor broke when knotting. All the broken pieces were removed from the patient by tweezers and suction. The procedure was completed with non-significant surgical delay using a smith and nephew back up device in the originally drilled bone hole.. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. The insertion device was returned without the anchor and with debris. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.